Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 513 mg/dl. He was thirsty and tired. The customer treated his blood glucose level with 10 units manually. The customer had issues with two infusion sets. The device was not returned.